Manufacturer narrative:
Correction b1- only product problem observed. No adverse event correction b2- did not require intervention to prevent permanent impairment/damage (devices) additional information b5 - the right ventricular lead was repositioned in the same revision procedure. Correction - d10 - concomitant medical products and therapy dates - remove assurity product information. Correction - h1 - changed serious injury to malfunction correction h6 - health effect - clinical code changed to no clinical signs, symptoms or conditions. Additional information h6 - health effect impact code - prolonged surgery

Event description:
Related manufacturer reference number: 2017865-2023-11487it was reported that the patient presented to the hospital for a pacemaker revision procedure on 6 feb 2023 as patient was experiencing discomfort. While attempting to re-position the right ventricular (rv) lead, it was noted that there was an insulation break on the lead. The pacemaker was repositioned and the rv lead was fixed using suture sleeves and adhesive, and was implanted back in the patient during the same procedure. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a revision procedure on (B)(6) 2023 as patient was experiencing discomfort. While attempting to re-position the right ventricular (rv) lead, it was noted that there was an insulation break on the lead. The rv lead was fixed using suture sleeves and adhesive, and was implanted back in the patient during the same procedure. The patient was in stable condition.